Event description:
As reported by the user facility: this pump over infused milrinone to a female 8(B)(6) post CABG. The pump was programmed to run first at 18cc/hr which equals 0.75 mcg/kg/min and then programmed to run at 12cc/hr which equals 0.5 mcg/kg/min. The pump ran for over 24 hours prior to the occurrence. The bag was noted to be empty, but the pump said it had 54cc left to infuse. The tubing wasn't saved, but left on pt after this incident. No pt injury/no medical interventions. This incident occurred on (B)(6) 2012 at 10:30 am. The pump was removed from the room. No sample of the IV set. Customer would like it noted that csa was onsite doing upgrades and they left the screws loose on the pumps and since then there have been 2 over-infusions. The facility feels this is a result of csa leaving the screws loose on the pumps. This pump was serviced on (B)(4) 2012.

Manufacturer narrative:
Exemption number (B)(4). (B)(4) is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b braun (B)(4) internal report # (B)(4). The actual pump involved in the reported incident was returned for eval. The pump has software version 686g030002. The volumetric accuracy was tested three times with a rate of 18.0 ml/h and a volume to be infused (vtbi) of 186.1ml, 12.0ml/h and vtbi of 69.89ml. The results were all within spec at 258.0ml, 263.0ml and 262.0ml. Also, the issue with loose screws was investigated, the pump was tested with the screws loose and then with the screws tightened and there was no effect on the volumetric accuracy of the pump. The pump's operation log was reviewed. On (B)(6) 2012 at 11:42:25 pm a new dose rate was set at 0.750 microgram/kgkg/minute and a new infusing rate of 18.0 ml/h was entered. On (B)(6) 2012 at 2:26:59 am a new volume to be infused (vtbi) of 64.74 ml. At 2:27:00 am the infusion was started and at 5:45:05 am the infusion stopped due to an "upstream alarm" with a total volume infused of 59.43ml or 100.0% of the expected volume. At 5:45:22 am the alarm was turned off and at 5:45:27 am the infusion was re-started with the same rate of 18.0 m/h. At 5:45:35 am the infusion was stopped with a total volume infused of 0.04 ml or 100.0% of the expected volume. At 5:45:52 am the infusion was re-started, no change in rate. At 5:46:47 am an "upstream alarm" occurred and the infusion stopped with a total volume infused of 0.27 ml or 98.2% of the expected volume. At 5:47:34 am the alarm was turned off and at 5:47:46 am a new vtbi of 75.0 ml was entered. At 5:47:49 am the infusion was started with the same rate of 18.0 ml/h. At 9:08:45 am an "upstream alarm" occurred and the infusion stopped with a total volume infused of 60:28 ml or 100.0% of the expected volume. At 9:09:42 am the alarm was turned off and the pump was placed on "standby". At 10:08:36 am the pump was taken out of "standby" and at 10:08:52 am a new vtbi of 9.73 ml was entered and the infusion was re-started (18.0 ml/h rate). At 10:12:33 am an "air bubble alarm" occurred and the infusion stopped with a total volume infused of 1.10 ml or 99.1% of the expected volume. At 10:12:55 am the alarm was turned off and the "disconnect pt" message was displayed. Four consecutive "purge" were performed. At 10:14:28 am the infusion was re-started with the same rate of 18.0 ml/h. At 11:06:44 am the infusion was stopped with a total volume infused of 15.68 ml or 100.0% of the expected volume. At 11:06:53 am a new dose rate was set at 0.500 microgram/kgkg/minute and an infusing rate of 12.0 ml/h was entered. At 11:06:54 am the infusion was started. At 1:16:23 pm the infusion was stopped with a total volume infused of 25.89ml or 100.0% of the expected volume. At 1:16:54 pm a new vtbi of 100.0 ml was entered. At 1:16:55 pm the infusion was started with the rate of 12.0 ml/h and at 4:53:12 pm the infusion was stopped with a total volume infused of 43.26 ml or 100.0% of the expected volume. At 4:55:34 pm the infusion was re-started with the same rate of 12.0 ml/h. At 4:59:17 pm the infusion was stopped with a total volume infused of 074 ml or 100.0% of the expected volume. At 4:59:29 pm the pump door was opened and a tubing change was requested. At 4:59:42 pm the pump was unplugged from the ac outlet and at 5:03:21 pm the pump was powered off and not used for the rest of the day. All available info has been forwarded to the device MFR. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event.